Event description:
As reported by the user facility: during the process of infusing chemo drug epinbiane to pt via a PICC line, it was noticed that the drug was leaking from the threads of the cap. Two drops spilled on the pt¿s lower arm. The set was clamped off, cap was removed, and pt¿s arm was flushed with plenty of water. There were no sequelae for the pt. A replacement cap from another supplier was added to the set-up, and the infusion continued. Complaint noticed: during/after use. Problem frequency: a few times. Pt injury: no.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report #: (B)(4). The actual device in the reported incident was not returned for eval. Without the actual sample, a thorough investigation could not be performed and no specific conclusions can be drawn. A review of the nonconforming lot report database was performed for the involved component, part number s5403030, and finished good lot number and there were no abnormalities or non-conformances of this nature noted during in-process or final product inspection. Although a sample was not available, subsequent enhancements have been made to the caresite luer access device since the date this product was manufactured. Enhancements include molding at a higher temperature to reduce residual stresses and enhancement to add increased compression to the bottom seal in order to reduce potential for leakage. If the sample is returned and/or add¿l pertinent info becomes available a follow up report will be filed.